Event description:
It was reported that during an implant procedure, the physician observed that lead was slightly bent/bowed and, therefore, was not used in the patient. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of lead model 3387s-40, lot # v674548 showed no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.